Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer reuse the cartridge and removed insulin from a filled cartridge after loading onto the pump. Tandem technical support educated customer on reusing cartridge and removing insulin from a filled cartridge. Reportedly, customer loaded a new cartridge to resolve the issue.